Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, the evis exera iii gastrointestinal videoscope's air/water inflow was insufficient. Upon inspection and testing of the customer returned device, it was observed, that scope was clogged with foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon evaluation of the returned device, the nozzle was found to be clogged with a piece of clear plastic. This likely, would have accumulated during reprocessing due to user mishandling. The following faults were also found: the a-rubber glue was separated and white clouded, the light guide rod lens (2x) was chipped, the connecting tube had wrinkles 10 mm from the glue, the switch box unit was scratched, the ccd cover lens was scratched, the electrical contacts on the plug unit were damaged, the switch button #1 rubber was worn/torn, the up/down angulation control lock/knob no longer operated, angulations were out of specification. And the insulation d/e resistance value was out of specification; due to damages of the camera cover. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.